Manufacturer narrative:
The device remains implanted in the patient. This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation.

Event description:
Approximately six months post hvad implantation via sternotomy approach this patient was admitted to the hospital for treatment of an ischemic stroke and mid-sternal infection. The vad coordinator reported that the patient had a syncopal episode and woke up slurring her words. The slurred speech resolved by the time of her admission though she was noted to have right visual deficit. The patient was noted to have positive blood cultures prior to her admission. CT head results revealed an acute/subacute left, posterior cerebral artery (pca) territory infarct. CT chest results, prompted by the therapeutic team's belief that the stroke was caused by the patient's sternal infection, revealed bilateral pleural effusion, plate-like atelectasis and multi-focal infiltrates in the right apex possibly representing septic emboli. The last report received by the clinical specialist indicated that the patient remained hospitalized for continued treatment.

Manufacturer narrative:
Additional information received indicates that the patient was discharged home with hospice care and then died due to cardiac arrest and sepsis. The hvad is used for treatment not diagnosis. A review of the device's manufacturing records sterility report confirmed that the product was certified as sterile and non-pyrogenic. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Testing of the driveline cable could not be performed; the product was not returned to manufacturer for evaluation as it remains implanted. Based on available information, the most likely root cause of the infection is due to patient comorbidities and poor driveline exit site management; the most likely root cause of the stroke is patient sternal infection. There is no evidence of any device performance or manufacturing issues related to the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): infections are a known risk in patients with percutaneous lines and/or implantable devices, and is a known potential complication associated with all patients implanted with vad's and is multifactorial in etiology. Serious and life threatening adverse events, including dive line infection, local infection, death and stroke have been associated with use of this device. All vad patients face risks. There is also instruction on care of the drive line and infection control and to maintain anticoagulation within the recommended inr range of 2.0-3.0.